Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# unknown implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller states today he is seeing message 366 implant discharged screen. The caller appeared surprised that his implant was discharged so soon--agent reviewed discharge rate is dependent on settings and when asked, caller noted not knowing his recharge interval. Agent reviewed that he can discuss recharge interval with his managing doctor. The pt then stated that when he attempted to press 'exit' on the 366 screen, it did not respond. The caller attempted to tap/press 'exit' multiple times with no success. Agent had pt attempt to press the bottom left button (3 vertical lines) and it did not respond. Agent attempted to have pt reboot the handset and when he pressed the power button, the power off option came on the screen but that would not respond to his touch/tap. Agent reviewed the pt can still charge but at this time the handset appears to not be responding to touch. Hcit was able to get the handset working fine but now the pt had difficulty recharging the ins. Pt was transferred from hcit and the pt was trying to recharge their ins. The pt was getting poor coupling. Agent reviewed best ins charging practices. Pt was able to get a good connection, pt said they will settle with good and wait until their wife gets home to assist on recharging the ins.